Event description:
It was reported that today the patient felt a momentary increase of stimulation when touching the knob on the conveyor belt at the grocery store and wanted to know if that was to be expected, or if there were other things she needed to be made aware of regarding the trial. The patient was in stage 1 of her trial. The patient expected to have the permanent implant on (B)(6) if all goes well. The patient looked down at the ens (external neurostimulator ) and the dial was still on 1. The patient stopped for a moment, then did it again and once again felt the momentary increase. The patient was never told to expect this. The patient could put her arm over her head and not have this happen. The trial had been helping a great deal. It was also noted that the patient tugged on the cord, the wire coming out of her. This issue occurred last sunday. The nurse changed the bandages this morning and said it looked fine. The patient noted it was pulled out from the position it was in surgery. The nurse thought that as long as she was still feeling stimulation, it must be working. The patient didn't know if this had something to do with her feeling the increase. Additional information received noted that the patient was having a 50% or greater symptom reduction. The cause of the event was noted as the patient noted increased stimulation when she came in contact with the conveyor belt while grocery shopping. No physical interventions were done or needed. The patient spoke with interstim programmer and was advised that when reaching she may have caused lead to move closer to the nerve causing increased intensity. The patient was given the suggestion that she set the amplitude dial when she is in a position where stimulation is at its strongest so that she does not change positions and have the intensity increase further than is comfortable. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).